Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 27-year-old female patient who had essure (batch no. Dm10468-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 2. Concurrent conditions included asthma since (B)(6) 2019 and migraine since (B)(6) 2019. On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: confirmation test done by unknown. Lot number dm10468 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: plaintiff fact sheet received. Patient concomitant condition added. Events- abnormal bleeding (vaginal, menorrhagia) added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure (batch no. Dm10468-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered dysmenorrhoea and ectopic pregnancy with contraceptive device to be related to essure. Lot number dm10468 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in a 27-year-old female patient who had essure (batch no. Dm10468-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2, pelvic pain female and abdominal pain. Concurrent conditions included asthma since (B)(6)2019 and migraine since (B)(6) 2019. Concomitant products included medroxyprogesterone acetate (depo-provera) and norethisterone acetate (norethindrone acetate). On(B)(6)-2012, the patient had essure inserted. On (B)(6)-2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced pelvic pain ("pain pelvic") and was found to have uterine leiomyoma ("reproductive system disorder or condition-type of disorder or condition: fibroids"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced menstruation irregular ("irreg ular cycles"). The patient was treated with ethinylestradiol;etonogestrel (nuvaring) and surgery (salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2019. At the time of the report, the ectopic pregnancy with contraceptive device, dysmenorrhoea, vaginal haemorrhage, menorrhagia, uterine leiomyoma and menstruation irregular outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. The reporter considered dysmenorrhoea, ectopic pregnancy with contraceptive device, menorrhagia, menstruation irregular, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: confirmation test done by unknown lot number dm10468 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: removal date was added. Previously reported event "ectopic pregnancy with essure micro-insert" made intervention required due to added essure removal surgery. New events: pelvic pain, fibroids & irregular periods were added. Action taken with drug, concomitant drugs, medical history, patient demographic were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('pregnancy (ectopic)') in an adult female patient who had essure (batch no. Dm10468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant) and experienced dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered dysmenorrhoea and ectopic pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 6-apr-2020: plaintiff fact sheet and medical record received. The case was upgraded from non-serious incident to serious incident. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ pregnancy (ectopic); dysmenorrhea (cramping) and device ineffective¿. Patient demographics, essure lot number and reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.